Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 22 shocks in one day. Technical services (ts) was contacted, and ts noted the r-wave amplitude completely dropped and the shocks may have been unnecessary. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 22 shocks in one day. Technical services (ts) was contacted, and ts noted the r-wave amplitude completely dropped and the shocks may have been unnecessary. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating s-ICD therapy was turned off due to the multiple inappropriate shocks. The patient underwent magnetic resonance imaging (MRI), but the physician elected not to program the s-ICD system to MRI protection mode as it had been turned off. The s-ICD system remains implanted. No adverse patient effects were reported.